Event description:
It was reported that the clinical sales representative (csr) contacted the technical service engineer (tse) for phone assistance regarding the patient side cart (psc) not responding and being unable to adjust the set up structure position. The customer attempted multiple hard power cycles without resolving the reported event. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the touchpad. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.